Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: a review of the pump¿s black box revealed a cs 088 alarm. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms received. Unrelated to the original complaint, the battery compartment was found to be cracked. Additionally, the vibration did not function. The pump was opened and when the vibration motor was connected to an external power source, it vibrated properly. It was found that a wire was damaged and no vibration was due to the broken wire. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.